Event description:
It was reported that the patient was having problems with their implantable neurostimulator (ins). The patient wanted their device reprogrammed. The patient had rsd in the lower half of their body from the navel down. Their ins covered the pain but the patient felt like their ins was getting weak and needed to be replaced soon. When the patient would press the leads in their back to their spine they were able to get stimulation to cover the pain in the lower part of their body. Sometimes the stimulator worked well and other times it seemed too weak to work. When the stimulation was off the patient was not even able to walk and it felt like their legs were broken from the hips to their feet. The patient got nerve tremors and leg shakes. When the stimulation was on the tremors stopped and they didn¿t have all their pain. The patient¿s rsd had been developing in their upper left side of their body and they wanted to get a second ins implanted for that pain. Over the 2 to 3 years prior to the report, the patient had a gradual increase in pain and over the better part of the year prior to the report they had begun to develop a tremor in their upper left arm and left side of their face that felt like cramping. The tremor would come and go but could be very painful. Their doctor wanted to wait for the pain to progress before implanting a second ins. The patient met with a manufacturer representative on 2014 (B)(6) and the implantable neurostimulator (ins) was at end of service (eos). The patient had their ins replaced on (B)(6). No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported the device is now working fine. Per the hospitals policy the device was not returned to the manufacturer.

Manufacturer narrative:
Product ID 3708140, serial# (B)(4), implanted: 2008 (B)(6); product type extension product ID 39565-30, serial# (B)(4), implanted: 2008 (B)(6); product type lead product ID 37752, serial# (B)(4), implanted: 2008 (B)(6); product type recharger product ID 3708140, serial# (B)(4), implanted: 2008 (B)(6); product type extension product ID 37742, serial# (B)(4), implanted: 2008 (B)(6); product type programmer, patient product ID 39565-30, serial# (B)(4), implanted: 2008 (B)(6); product type lead product ID 39565-30, serial# (B)(4), implanted: 2008 (B)(6); product type lead. (B)(4).